Event description:
Reported via clinical study. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. During a magnetic resonance imaging (MRI) examination performed on (B)(6) 2025, the patient was diagnosed with a cerebral infarction. When the patient was admitted to the respiratory medicine department for further examination, warfarin was replaced with heparin and prothrombin time was decreased. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
D1 brand name: updated with additional information received d4 model number, lot number, catalog number, expiration date, unique identifier (UDI): updated with additional information received h4 device manufacture date: updated with additional information received.

Event description:
Reported via clinical study. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. During a magnetic resonance imaging (MRI) examination performed on (B)(6) 2025, the patient was diagnosed with a cerebral infarction. When the patient was admitted to the respiratory medicine department for further examination, warfarin was replaced with heparin and prothrombin time was decreased. No further information was provided at the time of this report.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. During a magnetic resonance imaging (MRI) examination performed on (B)(6) 2025, the patient was diagnosed with a cerebral infarction. When the patient was admitted to the respiratory medicine department for further examination, warfarin was replaced with heparin and prothrombin time was decreased. No further information was provided at the time of this report.

Event description:
Reported via clinical study. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. During a magnetic resonance imaging (MRI) examination performed on (B)(6) 2025, the patient was diagnosed with a cerebral infarction. When the patient was admitted to the respiratory medicine department for further examination, warfarin was replaced with heparin and prothrombin time was decreased. No further information was provided at the time of this report.

Manufacturer narrative:
D6a implant date: updated with additional information received. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.